Manufacturer narrative:
Device not returned.

Event description:
Recurrent symptoms with doppler showing re-stenosis: 80% restenosis of previously placed stent. An edwards stent (peripheral stent) used post dilation and results of 0% stenosis post. Revascularization pta and stent.